Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left ovarian vein using ruby coils (ruby coil) and a lantern delivery microcatheter (lantern). During the procedure, the ruby coil would not advance past its initial position within its introducer sheath, and subsequently, the pusher assembly of the ruby coil kinked. Therefore, the ruby coil was removed. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.